Manufacturer narrative:
H10 - additional information can be found in section g1.h11 - h6 ¿ evaluation codes ¿ results and conclusions corrected to report the testing of the reported device, list # ch2000sc-10.

Manufacturer narrative:
H10 - the following were received for evaluation: one new (10 units) list # ch2000sc-10, spiros®, closed male connector w/red cap, 10 units; lot # 3911842. Used sample # 1: one used 100 ml bag by baxter, full w/ 0.9% nacl, one used list # unknown, infusion set drip-chamber w/ additive clave, mll; lot # unknown, one used unit list # ch2000sc-10, spiros®, closed male luer w/red cap, 10 units; lot # 3911842. Used sample # 2: one used 100 ml bag by baxter, full w/ 0.9% nacl, one used list # 2420-0007, bd alaris pump infusion set back check valve 2 smartsite y-sites, one used unitlist # ch2000sc-10, spiros®, closed male luer w/red cap, 10 units; lot # 3911842. Mating devices: three new list # 2420-0007, bd alaris pump infusion set back check valve 2 smartsite y-sites. The spinning spiros of an unidentified ICU medical infusion set was confirmed to have an axial crack in the female luer which resulted in leakage. The probable cause of the spinning spiros female luer crack cannot be determined. The remainder of the new and used spinning spiros and mating devices were functionally tested for leakage and connection performance and each met product performance expectations without leakage. The complaint of leakage with these samples was unable to be confirmed. The device history review (DHR) for lot number 3911842 was reviewed and there were no relevant non-conformances found.

Manufacturer narrative:
The device has been received for evaluation. Testing is not complete.

Event description:
The event involved a spiros, closed male luer w/red cap, 10 units that was found to leak chemotherapy during priming. It was also reported 60 ml or 35ml monoject syringes were used. There was no patient involvement, no adverse event and no delay in critical therapy.